Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2009. On (B)(6) 2011, a reintervention was performed where a second occluder was implanted to close a persistent residual shunt. The septal defect is closed and the pt is doing well.

Manufacturer narrative:
A review of the mfg records could not be conducted because the lot# is unavailable. Pt weight and age are unavailable.